Event description:
A health care professional called in and stated urine was remaining in the tubing which was not facilitating the drainage of the bladder.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. An investigation was conducted on the complaint info provided. The return product was not available at the time of the investigation. The device history was reviewed and no deviations were found in the manufacturing of order (B)(4). The probable root cause(s) for the stop flow issue include the urine meter not being installed below the bladder level, the tube hanging in loops or the midpoint of the tube hanging below the level of the urine meter (the tube can be raised and lowered from the midpoint several times for better flow). Based on the info received a root cause for the reported complaint issue could not be determined. No corrective action is required at this time. Complaints of this nature will be monitored and tracked through trending. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.